Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their therapy is currently turned off due to urine retention, and they are waiting for a call back from manufacturer representative. The patient mentioned they suspect they may have a uti at this time and saw their healthcare provider about a week and a half ago. The patient wanted to turn the therapy back on to see if it would help. The agent reviewed the necessary information, and the patient was able to turn the therapy back on. The patient will maintain the current stimulation level and continue to track their symptoms. The patient was advised to contact their doctor if the issue persists.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.